Event description:
It was reported to philips that one of their defibs needed an electrical check. There was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to request, information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.